Event description:
Pt experienced bleeding and hematoma at first transmission following abdominal implant. Dialysis center was unable to cannulate. The pt experienced pain during the process. The pt was sent to an affiliated medical center.